Manufacturer narrative:
Internal file number - (B)(4). Correction: patient identifier. Unique device identifier (UDI): unknown. The UDI could not be provided as the part number and lot number of the device were unknown. The multi-link 8 device previously referenced in b5 and d11 was filed under a separate medwatch report number. Evaluation summary: a visual inspection was performed on the returned unknown abbott guide wire. The reported difficulty to advance/position and difficulty to remove were unable to be confirmed due to the returned condition of the guide wire. A review of the electronic lot history record, corrective action tracking system for the web database review and similar incident query for this product was not performed since the part and lot numbers were not reported. Factors that may contribute to the inability to advance/position and retract the guide wire over css over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, coagulation of blood, or damage to the distal shaft of the coronary stent system. The investigation was unable to determine a conclusive cause for the reported difficulty to advance/position and difficulty to remove. Although, a conclusive cause for the reported difficulty to advance/position and difficulty to remove could not be identified, the noted guide wire damages appear to be related to operational circumstances of the procedure and likely occurred due to manipulation of the wire during the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Internal file number (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Exemption number e2019001. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a mildly calcified lesion in the proximal left anterior descending artery. Resistance advancing a 3.5x15mm rx multi-link 8 stent system over an unspecified .014 guide wire was felt. Force was applied and the shaft became deformed, resulting in resistance during advancement and removal of the stent system from the guide wire. The stent system and guide wire were removed and the procedure was successfully completed with the deployment of an unspecified multi-link 8 stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Additional information: the returned device analysis identified that the guide wire used was an unspecified abbott guide wire and it was returned frozen in the 3.5x15mm rx multi-link 8 stent system.